Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event is estimated. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported the ipg was unable to communicate with external devices. The patient has not recharged or used the ipg in over a year due to patient losing the external devices. The ipg was deemed inoperable. Surgical intervention was undertaken during which the ipg was explanted and replaced. Effective therapy was confirmed.